Event description:
It was reported arterial access was achieved using the naviflex sheath as a guide and support for placement of a carotid stent. The access site was the left femoral artery through heavily scarred tissue from a previous fem-fem bypass. Following stent placement, a stiff angled hydrosteer guidewire and naviflex dilator were reinserted and advanced under fluoroscopy to aid in removal of the sheath. At that time, sheath motion was noted outside the body, however no motions of the sheath tip was observed in the patient under fluoroscopy. The user reported that the sheath material had stretched and separated in a spiral nature at the junction of the introducer and skin. All the devices were clamped together using hemostats and a cut down was performed to remove the sheath. A femostop was applied to achieve hemostasis and no further clinical issues were reported.